Event description:
A user facility reported a capsular bag tear during cataract surgery. The surgeon performed a vitrectomy. The association between the intraocular lens (iol) and this event is not known.